Event description:
It was reported that during the procedure in the mid left anterior descending artery, pre-dilatation was performed and the rx vision stent was deployed in the lesion. A dissection was observed at the distal portion of the stent. Another vision stent was deployed to treat the dissection. Excellent flow was achieved and there was no adverse pt sequela. Additional info was not provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported pt effect of dissection, as listed in the vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.